Event description:
16 fr foley coude catheter inserted prior to admission to the ICU. Pt arrived in ICU about 18:00 and shortly started complaining of discomfort from the foley catheter. Foley appeared to be functioning correctly until 21:00 at which time it looked to have slipped out. Nurse withdrew solution from balloon in order to advance the catheter further. The solution was urine colored that was withdrawn from the balloon port. The catheter was removed and noted to be missing a significant portion of the balloon. The urine in the drainage bag was strained but no balloon pieces were found. A new #16 fr foley was inserted, all urine was strained and still no balloon pieces were noted; 2 small clots were passed. In 08/2004, the date of planned discharge, the catheter was removed. Pt voided fairly well on their own, but clots were noted in the urine. Pt's discharge was canceled; a foley was again inserted and continuous bladder irrigation stated. Pt was discharged the next day with the catheter in place.